Manufacturer narrative:
Investigation results: the visual inspection found no non-conformities. The balloon was then inflated with 25 cc of air. The balloon inflated, but once the syringe was removed, the valve dislodged. The reported failure was confirmed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the short port btt black inflation valve dislodged (popped out) and the balloon would not remain inflated. Staff put a cap on the port with the same device in order to complete the procedure. The hospital did not report any patient complications.